Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedance readings. The physician does not suspect device malfunction. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedance readings. The physician does not suspect device malfunction. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedance readings. The physician does not suspect device malfunction. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedance readings. The physician does not suspect device malfunction. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint regarding lead sc-2316-70, (sn (B)(4)) was confirmed. The cause of the high impedances observed are due to severed cables in the proximal array. Visual inspection found that the lead body was severely bent right after the retention sleeve. There were no exposed cables. The lead passed mechanical tests performed. The complaint regarding lead sc-2316-70, (sn (B)(4)) was confirmed. The cause of the high impedances observed are due to severed cables in the proximal array. Visual inspection found that the lead body was severely bent right after the retention sleeve. There were no exposed cables. The distal electrodes #1-#5 were torn off and not returned. It is not known if the missing electrodes were left in the patient. The root cause of the distal array damage is unknown. The lead passed mechanical tests performed.

Manufacturer narrative:
Additional information was received that the right lead displayed pathologically low impedances on several contacts.

Manufacturer narrative:
The complaint regarding lead sc-2316-70,(sn (B)(4)) was confirmed. The cause of the high impedances observed are due to severed cables in the proximal array. Visual inspection found that the lead body was severely bent right after the retention sleeve. There were no exposed cables. The lead passed mechanical tests performed. The complaint of low impedance readings was not confirmed. Impedance measured in the lab were open due to fractured cables. The non-fractured cables have good impedance readings. The complaint regarding lead sc-2316-70,(sn (B)(4)) was confirmed. The cause of the high impedances observed are due to severed cables in the proximal array. Visual inspection found that the lead body was severely bent right after the retention sleeve. There were no exposed cables. The distal electrodes #1-#5 were torn off and not returned. The root cause of the distal array damage is unknown. The lead passed mechanical tests performed. The complaint of low impedance couldn't be confirmed due to the severe damage to the lead.

Manufacturer narrative:
Additional information was received that the missing electrode contacts were removed from the patient.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedance readings. The physician does not suspect device malfunction. The patient was reportedly doing well following the procedure.